Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (591 mg/dl) and cannula had been kinked. Bolus was given to the customer to stabilize blood glucose levels.